Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the issue was not confirmed through system logs; however, log review identified error m-1f. A visual inspection revealed a cracked/broken bezel. Subsequent functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Additionally, review of the internal erbe error log showed the presence of m-0b. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on system logs; however, failure analysis could not replicate the issue. The probable root cause of the customer-reported issue could not be determined based on the failure analysis results, as no functional issues were identified with the erbe unit. However, ground pad errors were observed in the system logs on other days of the month. The issue may be resolved by verifying the ground pad connection on the erbe unit or by replacing the erbe unit.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to ground pad issues. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the erbe to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer called to report that the grounding pad issue had recurred. The customer stated that the grounding pad functioned on their arm but did not work on the patient. The customer indicated that they have tested six grounding pads with no success. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended moistening the neutral pad site with saline, wiping it almost dry, and then reapplying the pad. The customer agreed to attempt this approach and ended the call. At this time, it is unknown whether the procedure was completed using the original configuration. No known impact or patient consequence was reported.